Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 38 synergy¿ stent, when the stent protector was removed, the stent was unmounted from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
The stent had detached from the balloon. Only the stent was returned for analysis. The entire stent was damaged with the stent struts severely stretched with the mid-body of the stent length receiving the most damage by stretching. The proximal & distal stent edges were noted as having minimal stent strut damage compared to the mid-section. The stent delivery catheter and stent protector was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 38 synergy stent, when the stent protector was removed, the stent was unmounted from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.